Manufacturer narrative:
The pod was received with corrosion on the chassis. Fluid was observed to be leaking from the fill septum and into the housing, which could have contributed to the high blood glucose. Cracks were also observed on the housing, which could allow fluid into the pod. The batteries of the pod were replaced, but the device could not connect to the master pdm. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111. Advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The customer's blood glucose history was as follows: (B)(6). The patient was new to the system. She had been given corrections and glucose tabs within the previous 36 hours to manage blood glucose levels. She also had moderate activity. The device was returned for evaluation.